Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell cycle 2. The patient stated his patient line came undone from the transfer set. Gts explained and cleared the error. The patient elected to start over with new disposables, and would let their nurse know of the error. Product surveillance contacted the patient's nurse. She stated that the patient notified her of the error, and that the patient is doing fine. The nurse reported no injury or medical intervention, and stated that the patient had discarded the cassette.

Manufacturer narrative:
Sample discarded.